Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient's pacemaker was stating loss-of-capture during auto threshold tests, but there was no allegation of loss-of-capture. This resulted in a slightly overstated threshold and slightly higher output. Programming changes were discussed, but not performed. The patient was stable.

Event description:
New information received noted that programming changes were made and the patient was stable. The issue was resolved.